Event description:
It was reported that water leaks from the bottom. It had not been connected to the patient, but only turned on and there was a water leak. There was no problem of any kind for the patient, the device was immediately changed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed. Water was leaking on the bottom of the water tank. The cause was a faulty water tank and cracks on the tank cover. The water tank and gasket were replaced and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.